Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding isolated congenital complete atrioventricular block in premature newborns. It was reported that a premature newborn was transferred to a tertiary medical center due to complete atrioventricular block. The patient was subsequently implanted with epicardial leads attached to the right ventricle. Post implant, an electrocardiogram revealed a left bundle branch block morphology and rightward qrs axis. The baby's condition had improved over the next few days but then experienced complications from left ventricular dilation with systolic dysfunction and prematurity-related complications. A right-sided pneumothorax was observed requiring pleural drainage. The pacing system remained in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.